Manufacturer narrative:
Please note corrections to h6 (method code, results codes, and conclusion code) the reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw shows significant signs of usage, the screw is completely broken near the head region and only proximal part is available for analysis. The broken surface is ductile in nature, evident by a cup & cone shape which can be seen on the breakage area, and it was caused due to torsional and bending overload. Slight decolorization was observed on the bottom of the screw head gives indication that the screw was overtightened on the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The failure was most likely caused by improper insertion of the screw (intra-operative) into the plate leading towards application of high torsional and bending load which resulted into breakage. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "screw head broke off while introducing."

Manufacturer narrative:
Please note correction to d9/h3 as the device will be returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "screw head broke off while introducing.".

Event description:
As reported: "screw head broke off while introducing."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.